Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported an x-ray was taken of the device and that the radiopaque device indicator was not visible. The device is still in use. No patient complications have been reported as a result of this event.